Event description:
During meniscal repair, the surgeon was unable to fully advance the knot to complete the repair. The surgeon cut and removed the suture leaving the t's outside the capsule. It was reported that no pt injury or procedural complications resulted.